Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Two endurant stent grafts were implanted in the patient approximately seven years later. Vessel morphology from the time of implant is unknown. Currently the vessel morphology is reported as the aortic diameter is 27 mm at the lowest renal. The right common iliac is now 46mm in diameter. It was reported that a CT revealed the migration of the stent graft distally 1.5 cm (however still had 5mm of seal), without the presence of an endoleak. The right iliac limb is an 18x24x115 extended with a 28x28x40. There does seem to be a seal above the right common iliac artery aneurysm so there is not a type 1b endoleak into the aneurysm. There is also a 35mm left hypo now. There does appear to be a type ii endoleak from a branch off the middle colic feeding the ima that feeds the sac. The aneurysm is now 83mm in diameter; however, it has been that size for the last year. Two years ago the aneurysm was 78mm in diameter. There was no further treatment at that time. The patient had a secondary procedure approximately seven years from the index procedure where a cut down on the right groin and left brachial artery was performed. A seven french long sheath was inserted in the arm down to the sma. A selective catheter was placed in the sma and an arteriogram was done to isolate a type ii endoleak. Multiple selective injections showed no type ii endoleak. The physician changed to the left internal iliac to place another manufacturer¿s stent across the internal iliac. Three bare metal stents were implanted to cover the aneurysm 8x59, 8x38, and 9x59. The post angiogram showed the internal aneurysm was excluded. Then the physician went from the right to place a 32x32x49 proximal cuff, extended the right limb with a 16x28x156 to the internal iliac. After that a reliant balloon was used to balloon the proximal cuff and right limb extension. The completion angiogram showed no type I or ii endoleak. The patient was stable. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft migration), patient's condition affected effectiveness of device (disease progression; neck dilatation, type ii endoleak). Conclusion: inherent risk of a procedure (stent graft migration), device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation, type ii endoleak).